Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was 42 mg/dl at the time of the incident. Customer stated auto mode was not active at the time of the incident due to the sensor updating error. The insulin pump will not be returned for analysis.